Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise. The physician suspected that the lead was fractured. On (B)(6) 2020, the lead was explanted and replaced successfully. The patient's condition was stable.

Manufacturer narrative:
The reported events of lead noise and suspected fracture were confirmed. Final analysis found the complete lead was returned in one piece measuring 52.3 cm. As received, clavicular crushed damage was observed at 20.9 cm to 22.5 cm from the connector pin. The outer insulation was breached exposing the outer coil in this region with two outer coil filar's broken. X-ray examination showed the lead body was also compressed. The reported event of noise was isolated to the exposure of the outer coil in the clavicle crush region.